Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. However, an unexpected power system error alarm while monitoring, unexpected replace battery alert while monitoring, unexpected replace battery now alarms while monitoring, unexpected power loss alarms in the long trace file and power system error alarm was triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue at the j6. The connector for j6 on the printed circuit board assembly was properly connected during our visual inspection. The j6 connector was disconnected and reconnected then monitored for three days and functioned properly during testing as shown in the power management graph. The insulin pump was received with scratched casing and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received multiple alarms including power error, power loss, and blank display. The patient's blood glucose during the incidents ranged from 77 mg/dl to as high as 449 mg/dl. Battery changes did not resolve the issues. The insulin pump was returned for analysis.